Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received several pump error alarms and multiple stuck buttons alarm. The customer¿s blood glucose was unknown. Customer reported exposing the insulin pump to moisture. A battery replacement was unable to resolve the issue during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with unresponsive select, back and left arrow buttons due to corroded keypad traces. No stuck button alarm noted. Unable to verify pump errors due to unresponsive buttons. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with pillowing keypad overlay, keypad overlay peeling, cracked retainer and minor scratches on lcd window.